Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: unknown / serial #: unknown d9: no h3: no, device evaluation anticipated, but not yet begun h4: unknown h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: unknown / serial #: unknown d9: no h3: no, device evaluation anticipated, but not yet begun h4: unknown h5: no d1: heartware ventricular assist system ¿adapter controller ac d4: model #: 1430 / catalog #: 1430 / expiration date: unknown / serial #: unknown d9: no h3: no, device evaluation anticipated, but not yet begun h4: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited intermittent critical battery alarms. The battery in use was changed, but the critical battery alarm continued. It was also reported that the controller did not recognize the controller ac adapter. Another battery change was attempted without success in resolving the alarm. The controller, batteries, and adapter remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that three additional batteries were involved with the event, which remain in use. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d4: expiration date: 30-apr-2024 / serial #: (B)(6) / UDI #: (B)(4) h4: mfg date: 11-apr-2023 d4: expiration date: 30-apr-2024 / serial #: (B)(6) / UDI #: (B)(4) h4: mfg date: 11-apr-2023 d4: expiration date: 31-oct-2024 / serial #: (B)(6) / UDI #: (B)(4) h4: mfg date: 07-feb-2022 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-apr-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) UDI #: xxxx d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 13-apr-2023 h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) was returned for evaluation. Five (5) batteries (B)(6) and one (1) controller ac adapter (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated batteries and controller ac adapter met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports. Visual inspection under 10x magnification revealed hairline cracks on both power ports. The contamination and hairline crack are additional findings, not related to the reported event. The most likely root cause of the power port contamination is handling of the device. Based on an investigated conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. In addition, visual inspection revealed damage to the outside of controller pins within power port two (2). Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Internal visual inspection revealed a crack on the standoff post within the controller housing. The observed crack on the standoff post is an additional finding, not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. Additionally, the controller exhibited controller reset events. However, the controller was still able to receive power from both power sources. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. Analysis indicated that a voltage spike on the communication pin within power port two (2) likely caused a short circuit condition, resulting in a damaged diode on the communication line and damage to the integrated circuit. After the faulty components were replaced, the controller performed as intended. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. The data points had a time stamp of 31/feb/2099 at 00:00:00. Review of the event log file revealed multiple controller resets events with incorrect dates and time stamps. Review of the alarm log file revealed forty-eight (48) critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Log file analysis revealed forty-eight (48) low flow alarms were logged since 11/aug/2023 and five (5) high watt alarms were logged with the time stamp of 31/feb/2099 at 00:00:00. The low flow and high watt alarms are additional findings, not related to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. The reported event was confirmed. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. The most likely root case of the reported inability of the controller to recognize a power source, critical battery alarms, observed 101% rsoc, observed real time clock error, and observed controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.